Event description:
Information was received regarding a cadd cassette reservoir. It was reported that the pump gave a high pressure alarm with 47 ml left in the reservoir cassette. The patient changed out the extension set, end cap, pump, and the cassette; the alarm resolved. Patient is unsure of the lot number, but believes its either 4103163 or 4096396. There was no patient, or clinician injury associated with this occurrence. No further details provided at this time.